Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced an event of occlusion alarm on (B)(6) 2024. Patient reported that the occlusion was at the infusion site. Patient changed supplies as necessary and resumed insulin therapy no further information was available.